Event description:
Per physician's history and physical exam description of event: silastic toe implant was loose or reacting causing erosion of head of first metatarsal. Pt had implant removed on 6/17/94 #noted: 16946690886.